Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced over an 0.035" non-bsc guide wire. However, it was impossible to slide the balloon catheter over the guide wire. The physician attempted to remove the balloon catheter from the guidewire but removal difficulties were encountered. The guidewire was then cut to remove the entire device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was pulled out from the mustang with some resistance noted. The section of guidewire was measured at 13.7cm in length. A close examination of this section of the wire found that the outer surface on the guidewire was stretched. An examination of the mustang device found that the shaft was kinked/flattened at 9.5cm proximal to the tip. The lab 0.035 inch guidewire was inserted through the tip and wire lumen until it met with a blockage at the site of the kink. No issues were noted with the tip section of the device. The balloon folds were slightly relaxed which may have occurred after the balloon protector was removed. There were no issues noted with the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced over an 0.035" non-bsc guide wire. However, it was impossible to slide the balloon catheter over the guide wire. The physician attempted to remove the balloon catheter from the guidewire but removal difficulties were encountered. The guidewire was then cut to remove the entire device from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.